Event description:
The ve lvad was implanted in 1999. In 2000, the hosp reported the pt received a non-critical advisory alarm which was concluded to be caused by one of the redundant power lead connections to the lvad ceasing to make a connection resulting in the system controller alarming. Since the power lead is redundant, the lvad continued to operate normally. This connection had been repaired previously by MFR field service personnel in 2000. As a result, the hosp elected to replace second time. The ve lvad was successfully replaced in 2000, without problems.